Event description:
Hold bc 4.11it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer but were not able to.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.